Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Customer reportedly rec'd results of 77 mg/dl and 188 mg/dl within 10 mins on the advantage sys (advantage meter, comfort curve test strip lot # 549436, exp date 01/31/2008). The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No qcs used. Requested return of suspect device and replacement was sent.